Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated that the check clutch/plunger lever errors was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced clutch half's left and right. Replaced leadscrew and spring as a preventative measure.

Event description:
It was reported that a check clutch / plunger error was experienced.